Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable troponin t hs result for one patient sample. The initial result was 13.13 pg/ml and was released outside the laboratory to the doctor. The sample was repeated and the result was 773.7pg/ml with a data flag. The patient was not adversely affected. The reagent lot number was 187548. The expiration date was 12/31/2016. The application specialist checked the maintenance was done to specifications and noted the pinch valve tubings were replaced. He checked the preanalytics and noted the customer could not confirm that the walls of the tube were not wet during aspiration. Further investigation could not identify a specific root cause. Additional information for further investigation was requested but was not provided. It was found the sample draw volume and clotting time were insufficient. Based on these items and the fact that there were alarms issued for liquid level detection (lld) and clotted samples on the day of the event, a preanalytic issue was a possible root cause. Based on the calibration, qc, and analyzer data, a reagent or instrument issue was not present. Other possible causes include insufficient electromagnetic interference (emi) lab compliance, insufficient maintenance, or contamination of the environment with the analyte.